Event description:
As surgeon used pencil throughout the case, it suddenly didn't work. All connections were checked and ground was intact. Opened a new pencil to complete procedure. Manufacturer provided return goods authorization number and product return packaging.